Event description:
It was reported that during a gastrectomy procedure, the device fired the staples and cut the tissue without incidence. Post operative bleeding was identified and the pt was returned to surgery. The surgeon noticed that a vessel had been stapled into the staple line by mistake by the surgeon. The anastomosis was repeated and the vessel cauterized to control the bleeding. Pt recovered without incidence.